Event description:
It was reported that the patient experienced a hypoglycemia event with a blood glucose of 49 mg/dl, treated with oral carbohydrates, after which glucose trended up and stabilized at 119 mg/dl, and the reporter believed the patient overtreated and experienced hyperglycemia afterward; troubleshooting and education were provided. Symptoms included low blood glucose. Outcomes included resolution of the hypoglycemia following oral carbohydrate intake. Investigation included review of the event details and completion of troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.